Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged fill estimate issue could not be verified.